Manufacturer narrative:
The device was received with scratches and site stickers on the exterior housing. The side switch cover is missing leaving the unit with exposed control buttons. Both dust covers underneath the battery slots have been damaged. Evaluation of the device found the unit has power but does not sound when in use with sensor pad and magnet due to a faulty speaker. If the device should power on but have no tone, the device may not alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for over 5 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving a patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of the monthly review, any excursions above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reported when pressure is taken off of the sensor the alarm dose not alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.